Manufacturer narrative:
Other relevant device(s) are: product ID: e volutr-34-us, serial/lot #: (B)(4), ubd: 01-jul-2021, UDI#: (B)(4). (B)(4) applies to the dcs and (B)(4) applies to the valve. Product analysis: the valve remained implanted and the delivery catheter system (dcs) was discarded. Therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. However, investigation of this event in regards to the valve and dcs noted that potential factors such as tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, have influenced a dislodged valve. In this event, it was reported that the dislodged valve was due to the dcs getting caught on the valve. Dislodgement of the valve by the distal tip have been related to operator technique or experience. Technique has been addressed in the instructions for use. No images from the procedure were received for review. With the information provided, the root cause of the dislodgement event was not conclusively confirmed. Dislodgement events have typically not been related to a device malfunction. This event did not allege that a device malfunction, misuse, or manufacturing issue of the valve or dcs had occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed. However, the nose cone hit the inflow and dislodged the valve into ascending. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.